Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00299.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastroduodenal artery (gda) bleed using ruby coils. During the procedure, the physician successfully deployed and detached two ruby coils in the target vessel using a non-penumbra microcatheter. The physician then deployed and detached the third ruby coil but was not satisfied with the coil position because there was a small "tail" out of the gda and into the hepatic artery. The physician then decided to snare the ruby coil; however, while attempting to snare the coil, one of the previously placed ruby coil was also brought out the target vessel. The coil subsequently migrated into the hepatic artery and the physician continued to remove the snared coil without issue. The physician then made some efforts to remove the coil that was in the hepatic artery but wasn't successful. The procedure was completed using additional ruby coils. The final injection determined that the coil in the hepatic artery may not be an issue. There was no report of an adverse effect to the patient.